Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device was put through extensive testing and was found to perform to specification. Our investigation of the device history log provides evidence that the customer was viewing in the incorrect ECG view at the time of the reported incident. The customer was updated with the results of the investigation. The clinical data clearly points out a waveform was present if pads view was selected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.complainant indicated that during subsequent functional testing, the malfunction was not duplicated.